Manufacturer narrative:
Continuation of d10: product ID a820, serial #: unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump. The indications for use was non-malignant pain. It was reported that the patient asked for assistance to connect to the handset, to check the therapy details. When attempting communication, the handset would say retrieving pump settings and would not advance past 90%. The patient stated that this is always an issue, so much so that it prevents them from even attempting to deliver a bolus. The patient stated it was inconvenient; they were supposed to get 16 boluses a day and maybe only even try for half that. The patient stated they were hurting and needed the medication but it was not worth the hassle of trying to get the device to connect to the pump. After 15 minutes (or more) of trying to connect, resetting the communicator, restarting the handset, pss redirected the patient to their hcp to discuss.